Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the steroid plug in the helix had been misplaced during manufacturing. A misplaced steroid plug in rare cases could be transported out when the helix is deployed. This could prevent the helix from being properly fixated and cause the lead to dislocate.

Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced.